Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon had resistance while advancing over the wire and through the sheath". Additional informaiton states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "balloon had resistance while advancing over the wire and through the sheath". Additional informaiton states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon had resistance while advancing over the wire and through the sheath" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.